Manufacturer narrative:
The device history record (DHR) was reviewed, and no abnormal process conditions were present during the manufacturing of the product that could have led to the condition described by the customer. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. The manufacturing site received ninety-three packaged syringes in a unit carton with this customer complaint. A complete investigation was performed. Ninety-one of the syringes were identified as 1ml tuberculin syringes lot 310753x. Two of the syringe samples received were not manufactured at the norfolk site. A visual inspection was conducted on the ninety-one of the syringes and there were no issues identified. A restriction test was performed on 91 samples by restricting the luer tip of the syringe and extending the plunger rod to syringe capacity to verify no plunger rod and rubber tip separation. All ninety-one of the syringe samples passed the restriction testing therefor the reported condition of the plunger rod and rubber tip separation cannot be confirmed. A leak testing was performed on thirty-two of the syringe samples received. The leak test is conducted to verify the syringe draws, holds and expels fluid properly by inserting the syringe into a rubber block for resistance. All thirty-two of the syringe samples passed the leak testing. No visual inspection or physical testing was completed on the two syringes that were not manufactured at the cardinal health site. All lots and shop orders are visually and physically inspected to the quality inspection standard and the statistical sampling must meet the acceptable quality limit requirements during the molding and assembly process. A lot cannot be released unless it passes specification requirements. The investigation did not identify a systemic issue with the product or process, no trend exists for the failure mode, therefore a specific root cause could not be identified based and a corrective and preventive action (CAPA) is not necessary at this time. This information will be utilized for trending purposes to determine the need for corrective actions.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
Customer reported that the plunger detaches from the stopper when you pull back and when you try to inject it is extremely hard to push it.